Manufacturer narrative:
Correction:h6 - investigation conclusions. Additional information: d4 - UDI. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Address: full address of the customer facility is (B)(6). The subject device lot 13k was received and evaluated. Evaluation results of the service repair noted the following results : the lot no. Indicated on the handle section: k1323. ·confirmed needle can be retracted/extended, however there is a kink found on outer tube. ·noted that no water leak from the tube sheath during water injection. ·tested fluid can be injected when needle in retracted position. ·the needle has become not able to be extended anymore, and cannot inject fluid. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. The record includes the following. -process inspection sheet. -quality inspection sheet. -nonconforming product report. The instruction manual contains the following descriptions, and it warns against this event. ((B)(4)) ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. From evaluation results and a similar complaint in the past, it was likely that the phenomenon occurred due to the compressive bucking on the needle tube. It is unlikely a unit with defective needle is shipped as nm-401l series undergo 100% inspection for appearance, needle operation and injection. Therefore the compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors. ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·angle of the distal end of the endoscope. ·kink of the tube. A bending force might have been applied to the tube when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. This might have caused the tube to buckle. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during the procedure when the injector (with needle out) was inside the scope, the nurse injects the adrenaline solution and the solution were stuck and cannot flow through the lumen despite trying for many times. However, the solution can flow through the lumen when the nurse tests the injector (with needle in). Furthermore, the nurse has also tried to examine and test the injector again after taking it out from the scope, but the same issue transpired. A second injector and third injector were opened and used to continue the procedure but the same issue occurred. The intended procedure (bleeding case gastric ulcer) was completed by using another similar injection needle (needle master, nm-610l-0423 with lot number not provided) and the patient was in a good status. There was no patient harm or injury reported due to the event. No user injury reported. The same issue occurred on three (3) injection needle on the same lot (lot no. 13k). This report is for the first injection needle unit. This report is related to a report with patient identifier (B)(6) (second injection needle unit) and (B)(6) (third injection needle unit).